Manufacturer narrative:
One used sample was received for evaluation. Visual inspection revealed the sample to be in generally clean condition. Under ambient light conditions, not obvious defect was observed. The cuff was inflated, and initial inflation was achieved, but a slow loss of air volume was observed. There was no visible hole, so the cuff was submerged in water and inflated. Leakage was observed in the form of bubbles appearing from the body of the cuff. The cuff was examined under magnification, but still no hole was observed. An additional under water leak test was performed, and the general location of the hole was determined to be 1cm from the distal cuff shoulder. The hole was not able to be visualized under normal or magnified conditions. No manufacturing related root cause could be determined for the reported event. However, the event description includes information that the doctor believes the cuff may have hit on the patient's teeth during intubation. All information reasonably known as of (B)(4) 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for aa7067v01 was reviewed and the product was produced according to product specifications. All information reasonably known as of 29 jun 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the cuff did not inflate after intubation. The cuff was pretested by the doctor and inflated properly. The tracheal tube was placed using video laryngoscope (mcgrath). The cuff was then inflated, but the balloon did not inflate and no rise in pressure was observed on the cuff pressure gauge. The microcuff was replaced with a different brand of tracheal tube. After extubation of the microcuff, an air leak was observed by dipping the cuff and inflating it. There was no additional procedure, other than re-intubation, required, and no injury to the patient. The doctor suspects that the cuff may have hit the patient's teeth during intubation. No further information has been provided at this time.